Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that patient is using a neurosense program and within the last two weeks, patient has noticed that stim is kicking on and off (while doing the same activity such as walking or sitting) and this was seen in office as well. Caller stated patient likes to feel stim, is using tonic settings and has a similar group without neurosense and that group seems to be working ok. Throughout the call, caller changed reaction and recovery thresholds several times along with decreasing the reaction and recovery speeds but patient continued to feel stim turning on/off. Caller then mentioned that patient has high impedances and is awaiting a lead revision. Caller ran impedances which showed high impedances and contacts 1, 2, 4, 7 and 14 were "do not use" and contacts 0, 3, 11 and 15 were "avoid". On program 1, patient was using contacts 5 and 6 for stimulation and 9 and 10 for sensing; program 2 was using contacts 13 and 14 for stimulation. Caller changed program 2 to use contacts 12 and 13 for stim but this changed coverage for the patient. Caller decided and technical services (tss) agreed, that with the impedance issues, it would be best to not use neurosense at this time and just use conventional stim since after the lead revision, neurosense will need to be reconfigured again with the new lead. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 22-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) discarded the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep. Reported the cause was unknown - patient is being scheduled for a lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Correction: section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.